Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Seven (7) days post initial procedure, a type 1a endoleak and 3a endoleak were identified. An intervention was completed. The physician elected to use non -endologix stents and ballooning to resolve these reported events. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. The type ia endoleak (persistent after repair procedure done (B)(6) 2020) event is confirmed. The event is most likely user and anatomy related due to the off label proximal juxtarenal angulation (105 degrees) should be equal to or less than 60 degrees. The reported type iiia endoleak is unconfirmed and is confirmed as an indeterminate endoleak and device, user, procedure or anatomy relatedness of this event could not be determined for this endoleak. No procedure related harms were identified. The final patient status was discharged on the third post operative day home stable. The clinical assessment determined that there was evidence to reasonably suggest a type ii endoleak of the lumber occurred. The type ii endoleak is anatomy related and is not related to the device. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this event and similar events in the event further investigation is needed. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Seven (7) days post initial procedure, a type 1a endoleak and 3a endoleak were identified. An intervention was completed. The physician elected to use non-endologix stents and ballooning to resolve these reported events. As of the date of this report, there have been no additional patient sequelae reported. Additional information: the clinical assessment determined that there was evidence to reasonably suggest a type ii endoleak (non- device related) of the lumbar occurred.